Manufacturer narrative:
(B)(4); system updates pending. Result - known inherent risk of procedure. Per the instructions for use (IFU), valve malposition and embolization are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. In this case, procedural factors (too small size of the sapien xt valve, lack of deployment support by the incomplete mitral ring) likely contributed to this event. The edwards sapien xt transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien xt valve in a previously implanted mitral surgical valve is not indicated per the labeling; therefore the labeling ifus and ew training manuals do not instruct the operator how to position the sapien xt valve in this scenario.

Event description:
During a bioprosthetic mitral ring valve replacement procedure, a 29mm sapien xt valve, prepared with 34cc (+4cc) of volume, was deployed in an incomplete mitral ring. Shortly after deployment, the sapien xt valve embolized into the atrium. The procedure was converted to open surgery. The sapien xt valve was explanted and a surgical mitral valve was implanted. At the time of this report, the patient was in stable condition. The incomplete mitral ring measured 28mm. It was perceived that procedural factors, the required support for the sapien xt valve was not provided due to the incomplete mitral ring and the too small size of the sapien xt valve, contributed to this event.